Event description:
Medication started leaking out of medication injection site on smith medical cadd high volume administration set ref# 21-7381-24. Medication bag and tubing were returned to pharmacy and investigated to be true. FDA safety report ID# (B)(4).